Event description:
The customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced and the cine drive was reformatted. The calibration files were reloaded. The cine functions were verified and the system was tested and found to be working as intended and put back into service.